Event description:
Per operative report: the explant was due to mitral insufficiency following previous aortic valve replacement and mitral valve replacement. There was gross regurgitation. The mitral valve was visible around 1/3 of the annulus, medially toward the aortic annulus, and had regurgitation from dehisced sutures. There was no sign of infection. The valve was replaced with sjm 25 mj-501.